Event description:
A report was received that the trial patient developed an infection at the lead site. The symptoms were fever and pain. The leads were explanted and the physician administered oral antibiotics. The physician does not know if the infection was device or procedure related. The patient is reportedly doing well and the symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.